Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high," though the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump. Reportedly, the customer reverted to an alternate method insulin therapy.